Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side rupture. Healthcare professional later reported right side "device rupture and capsular contracture. Granulating fibrosing sclerosing soft tissue inflammation with granulomatous foreign substance reaction" diagnosed by MRI. Device has been explanted, and replaced with non-allergan.

Event description:
Patient reported rupture. Healthcare professional later reported ". Bilateral device rupture and capsular contracture. Granulating fibrosing sclerosing soft tissue inflammation with granulomatous foreign substance reaction" diagnosed by MRI. This relates to the right side. Device has been explanted, and replaced with non-allergan.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma. Visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. - capsular contracture: unable to confirm as it is a medical event not related to the device. - granuloma unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right rupture. The device has been explanted.